Manufacturer narrative:
(B)(4). The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error. Blood glucose level at the time of the incident was 156 mg/dl. The customer did not recall any significant events leading up to the motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.